Event description:
Patient reported that "about a week" after injection with one syringe of juvederm voluma xc, they started experiencing "redness, bumps, and itchiness" in the cheeks. Patient started using "topical ointments," as well as "oral medication" as recommended by the healthcare professional. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of redness, bumps and itchiness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.